Event description:
Patient reported the lancet not retract into the soft touch lancet device. The patient stated the lancet stuck in his finger, but did not report an injury or that medical treatment was received. The customer discarded the lancet device, but technical support shipped replacement product.

Manufacturer narrative:
The patient discarded the device, therefore it will not be returned for evaluation.